Event description:
This complaint is now reportable based on the analysis completed in 2008. It was reported that during a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion. The lesion was an 80% stenosed, severely calcified lesion located in the very tortuous distal right coronary artery (rca). The physician attempted to implant a taxus liberte' 2.25x24mm drug eluting stent with direct stenting. The stent delivery system (sds) was unable to cross the lesion. Patient status is good. However, the returned product revealed that there was stent damage.

Manufacturer narrative:
A visual and microscopic examination found that the proximal edge of the stent was damaged. Three struts on the first stent row from the proximal edge were raised distally. This type of damage is consistent with the delivery system encountering some form of restriction. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing records have been reviewed and no issues or discrepancies were found. The most probable root cause for this event is operational context due to the likelihood of anatomical and or procedural factors encountered during the procedure which contributed to the reported event.